Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three inappropriate shocks and three bursts of inappropriate anti-tachycardia pacing (atp) for atrial driven rhythm. The cause of inappropriate therapy was determined to be atrial discriminators being on when no atrial lead was present. Technical services discussed reprogramming options. Device remains in service. No additional adverse patient effects were reported.